Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump was returned for evaluation and upon visual inspection, a crack was found along the purge filter. The pump was run and the pump stop was not reproduced in the lab. Clinical details state that the physician tried to start the impella cp, but the motor current increased and the impella stopped. It is unknown if there were any access complications. The data logs confirmed multiple motor current spikes in succession and low purge pressure alarms prior to attempts to start the pump. The root cause of the pump stop was determined to be a damaged sidearm filter. Added- h6 impact code 4629 added-d6a/d6b

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
It was reported that during impella cp placement procedure, the physician attempted to start the device. The motor was increased, but the pump stopped. Therefore, the device was explanted and a new impella device was placed. There was no reported patient harm.